Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic right hemicolectomy on a bowel, it was stated that the patient was re-operated due to leaked on the staple line and the event had resulted to a doubled hospital stay.